Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received with the black plastic closure component broken and with a reload not loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The damage to the black plastic closure component on the device, does not allow the cartridge to be connected. In addition, the retaining pin cannot be connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. No functional test was performed due to the damaged on the black plastic closure. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hand assist sigmoid procedure, I was called into the room where the scrub stated that when she removed the staple retaining cap the device would not close properly and the reload looked misaligned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.